Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an unknown closure of an unknown vessel related to an unknown procedure. Reportedly, the foot plate did not close fully after deployment. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include, but not limited to tissue or suture caught in the foot or aggressive technique which likely led to the reported difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.